Event description:
Unable to perform vaginitis pcr test because the collection swab was not broken off under the black line which is the correct spot. When this happens, the swab will jam the instrument, and sample will need to be redirected. Manufacturer response for molecular swab collection kit, bd molecular swab collection kit (per site reporter). Manager and quality staff have been working with manufacturer in hopes they can resolve the issue of packaging as well as improving the score on the swab as to make the process easier.